Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the moderately tortuous right coronary artery (rca) and left circumflex (lcx) artery. A 2.50x38mm promus element ¿ drug-eluting stent was implanted to treat the lesion in the lcx. Subsequently, a 2.75x38mm promus element ¿ long drug-eluting stent was implanted to treat the lesion in the mid to distal rca. However, after post-dilatation of the 2.75x38mm promus element ¿ long stent, a dissection was noted at the proximal side of the stent. A 2.75x20mm promus element ¿ stent was then implanted proximal to the 2.75x38mm promus element ¿ long stent, overlapping it and covering the dissection. The procedure was completed successfully. No further patient complications were reported and the patient's status was stable.